Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of catheter break.

Event description:
It was reported that a jinro nephrostomy catheter set device was used during a procedure. Reportedly, the shrink tube part of the nephrostomy catheter tore while it was implanted inside the patient. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that a jinro nephrostomy catheter set device was used during a procedure. Reportedly, the shrink tube part of the nephrostomy catheter tore while it was implanted inside the patient. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of catheter break. Block h11: investigation results the nephrostomy catheter connector cap and blue heat shrink were returned for analysis; however, the catheter assembly did not return. Microscopic examination was performed under magnification, and it was noticed that the blue heat shrink was deformed. Additionally, it was also noticed that the blue heat shrink was disassembled from the connector cap indicating force was applied to the device. The connector cap returned with some residues. With all the available information, boston scientific concludes that the reported event of catheter break was confirmed. It is possible to conclude that this issue could be caused by operational factors. It is probable that some manipulation during the procedure could have caused the damage observed on the blue heat shrink. Even though the catheter assembly did not return, the evidence shows force was applied to the catheter that could have caused the breakage of the catheter assembly from the connector cap. Based on the available information and investigation results, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.